Manufacturer narrative:
The recipient's device was explanted. The recipient will follow up for infection control. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not be returned for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a methicillin-resistant staphylococcus aureus (mrsa) infection. The recipient was reportedly prescribed antibiotics (type unknown); however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was re-implanted with another advanced bionics cochlear implant on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The physician believes the methicillin-resistant staphylococcus aureus(mrsa) infection was reportedly present at the time of the revision surgery. The recipient has reportedly fully healed from the mrsa infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.